Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The patient¿s medical records were received. Section b7 was updated. Per the patient¿s operative note, tavr was performed with a 29mm sapien 3 ultra valve via right transfemoral approach. Rapid pacing was performed in coordination with deployment of a 29mm edwards sapien 3 ultra valve. Lack of pressure recovery drew attention to the possibility of a complication. It was quickly realized that the valve was in an inverted position. CPR was initiated. Epinephrine was administered. The patient was intubated for airway protection. The valve delivery balloon was advanced across the valve and partially inflated to prop-open the leaflets. This balloon was then exchanged out for a truflow balloon to allow central flow. This balloon was then exchanged out for a second 29mm sapien 3 ultra that was positioned and deployed within the first. Post-deployment angiography and transthoracic echocardiography confirmed appropriate position and function, with trivial paravalvular regurgitation. The patient's hemodynamics immediately improved. There was no sign of coronary occlusion or other complication. Coronary arteries remained patent without obstruction. The right coronary origin appears to be above the valve crowns. The left coronary origin appeared to be at the level of the upper most crown. There was brisk coronary flow, but likely through the stj-valve space. A cp impella was inserted to provide ventricular assistance and unloading. After 30-45 minutes, impella support was weaned. Cardiac index with impella p2 support was essentially unchanged. Blood pressure was unchanged. Echocardiogram demonstrated stable/normal biventricular function. The impella catheter was removed.

Manufacturer narrative:
UDI number: (B)(4). Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the valve being crimped in the incorrect orientation and resulting coronary occlusion was due to user error. There was no evidence or allegation of a device malfunction in the report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
29mm sapien 3 valve, 29mm commander ds, 16fr esheath prior to implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the valve was crimped and brought to the table. Orientation, size and inflation volume was asked to be confirmed. When the valve was deployed, it was discovered to be upside down in the incorrect orientation. A true flow balloon was used to provide flow and a new valve and delivery system was prepared. The orientation was confirmed and the valve was placed in the body and delivered without incident. The patient was intubated overnight. There was coronary perfusion concern due to the valve¿s skirt being at the level of the coronary arteries. Surgical bypass was performed the following day. At last report, the patient was out of surgery and recovering.

Manufacturer narrative:
Additional information was received. Section a2 and a3 were updated. Edwards received notification that voluntary medwatch 5201770000-2020-8037 was received from the facility. Per the medwatch received, ¿patient was having a transcatheter aortic valve replacement (tavr) valve placed in the or. Edwards sales rep was in the room and loaded the tavr valve into the insertion device backwards. The surgeon was not aware that the valve was loaded backwards and deployed the valve into the patient. The patient immediately coded, and the valve was removed, the patient was taken for open heart surgery to repair the damage and was then sent to the ICU.¿ per clarification received from the edwards field specialist, they crimped the valve and brought the delivery system and valve to the table to confirm orientation with the surgeon, cardiologist and the fellow. The cardiologist and fellow confirmed the valve orientation. Additional medical records are being requested. The investigation into the event is ongoing.